Event description:
Baxter product surveillance received a call from a home pt that an extension line had sprung a leak. According to the home pt, when they had connected and started initial fill, the bed started to get wet. When the extension line was examined, the home pt noticed a pinhole spraying out liquid approx inches from the pt end of the line. The home pt clamped off, took off extension, and continued therapy without it. Baxter product surveillance advised that the pt contact a nurse regarding the incident, although the pt said that they felt fine and had no injury to report from the incident.